Manufacturer narrative:
The device was received fully deployed with the slide insert in its expected position. The device was received in pod state 15 and delivered 631 total pulses. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported retraction of the cannula.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula retracted, indicating a needle mechanism failure. The pod was worn between 24 and 36 hours. No treatment and no impact to the patient's blood glucose level was reported.